Event description:
The driveline on the console was kinked, which resulted in significantly reduced blood pump flow. The console alarmed "high pressure, low flow". Subsequently, the pt experienced an embolic event which caused some left-sided weakness. The clinician does not feel the events are related. The pt has made dramatic improvements and the prognosis is good for complete recovery.